Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous rotational atherectomy procedure, sheath damage occurred. A 1.50mm rotalink burr was selected for preparation for this procedure. When the device was removed from the sterile packaging, the plastic sleeve that covers the shaft of the rotalink burr had become removed. It was noted that the sheath had ripped and the internal shaft was exposed. There was not patient involved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned devices found that the catheter sheath was torn/split approximately 100cm from the strain relief. An examination of the rotablator burr found that the handshake connection was jammed inside the catheter shell body. The catheter body was dismantled and the sheath was cut open to retrieve the catheter handshake connection. A tug test and connect/disconnect test were performed, no issues were noted with the units handshake connection. The burr was microscopically examined; no issues were noted with the annulus of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous rotational atherectomy procedure, sheath damage occurred. A 1.50mm rotalink burr was selected for preparation for this procedure. When the device was removed from the sterile packaging, the plastic sleeve that covers the shaft of the rotalink burr had become removed. It was noted that the sheath had ripped and the internal shaft was exposed. There was not patient involved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.